Manufacturer narrative:
During investigation on-site performed by our field service engineer the ventilator alarmed for an open valve. The field service engineer found presence of liquid spill on the inspiratory pipe and the safety valve. The parts need to be replaced. The damaged parts were not further investigated. Liquid/moisture on the electrical parts can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that the ventilator alarmed for an open safety valve. The ventilator was contiminated with liquid. There was no patient involvement. Manufacturer's ref #: (B)(4).